Manufacturer narrative:
Additional information: concomitant medical products- ifs sn (B)(4). Application support manager (asm) visited the clinic. The actual device was not evaluated but a movie of the surgery was reviewed. The asm reported that the cause of this issue was determined to be use error. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as lot no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician felt suction break during laser firing. However, he continued the operation. After laser firing, he was not able to make flap since he was not able to find the part of the side cut. Therefore, excimer laser firing was not implemented. According to complaint reporter, the cause of this issue might be a manupilative problem that it took time between attaching suction ring and laser firing. Vision pre-op 1.5 x s-6.50 c-0.75 ax120. One day post-op 0.2 x dscl x s-6.50.